Event description:
Acromioclavicular tightrope repair failed 2 weeks post operatively due to pt not following post op instructions. Pt fell with his arm extended outward causing the repair to fail. This device is used for treatment.

Manufacturer narrative:
Patient underwent a second surgery as a result of re-injuring his/her repair due to a fall. No further investigation of this event is required based on the information received. This event is not a product related issue but considered patient specific.